Event description:
Abdominal pain [abdominal pain]. Diarrhea [diarrhoea]. Face edema [face oedema]. Nausea [nausea]. Iodine allergy [iodine allergy]. Case description: the benefit-risk relationship of drug x is not affected by this report. Spontaneous report received on 08-apr-2010 from a health care provider regarding a (B) (6) female pt, (B) (6). The pt had a history of bilateral gonarthritis and a urinary tract infection due to e. Coli, which was resistant to three different antibiotics. The pt's urinary tract infection was treated with antibiotic therapy for one month with cefixime (oroken), which was stopped on (B) (6) 2010. The pt received a single synvisc injection into each knee on (B) (6) 2010. The hcp reported that since the injection had been performed, the pt complained of nausea and abdominal pain. At the time of this report, the outcome of the pt was unk. Additional info was received on 16-apr-2010 from the health care provider who confirmed the pt's medical history. The pt was treated with antibiotics for one month for a urinary tract infection due to e. Coli. The last antibiotic taken by the pt was oroken, which was stopped on (B) (6) 2010. The pt also had a history of hyperventilation tetany, functional digestive disorder, surgery for left hallux valgus (2009), right wrist fracture (2003), right ankle fracture (1999), venous stripping surgery on the left inferior limb (2009), iodine allergy, venous insufficiency, lumbar pain and "ilateral gonarthritis" (grade 2). On (B) (6) 2010, the pt received a single synvisc injection into each knee and they were performed without any difficulty. The pt complained of nausea and abdominal pain after the injections had been performed. The hcp also reported that the pt experienced very shortly persisting face edema and diarrhea. The onset date of the pt's adverse events was (B) (6) 2010 and the resolution date of the adverse events was (B) (6) 2010. The pt had a concurrent condition of iodine allergy and "local antisepsis" prior to synvisc injection that was performed by error with beta dine (which contained iodine). The pt recovered within 48 hours without any treatment. The second synvisc injection was performed on (B) (6) 2010 following skin disinfection with hexamidine, no incident occurred. The third synvisc injection was planned to be performed on (B) (6) 2010. The pt's concomitant medications included ginkor fort (2caps/d, start date: 2000), defalgan 1000 (2/d, start date: 2005) and oroken (400, start date: (B) (6) 2010, stop date: (B) (6) 2010). The hcp reported that the pt's events had an unlikely/remote relationship to synvisc, were mild in intensity and required or prolonged hospitalization. At the time of this report, the pt was recovered without sequelae from all events. The lot number was reported to be y09051. Additional info was received on 23-apr-2010 from the health care provider who confirmed the pt's initials were (B) (6). The hcp confirmed that the incident experienced by one of his female pts following the first synvisc injection (nausea, abdominal pain, diarrhea and face edema) were related to iodine allergy and not synvisc. The second and third injections were performed with iodine-free antiseptic product, and were uneventful. At the time of this report the pt was recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.